Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she changes the infusion set/reservoirs, she gets many air bubbles in the reservoir. Customer's blood glucose level went up to 520 mg/dl. The customer treated her blood glucose level with a manual injection. The device was not returned.